Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture due to high thresholds. A lead revision was performed. An attempt to reposition the lead was unsuccessful as a stylet could not be inserted into the lead. The lead was explanted. No additional adverse patient effects were reported.